Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer¿s representative reported that after her implant surgery, the manufactures¿ representative (rep) told her that the device was set. She asked if she needed to adjust it for any reason and she was told not to change it and keep her hands off it. The patient had never been constipated in her life prior to this event and had never taken a laxative except to prepare for a colonoscopy. The patient began to notice her bowels were not acting right about 2 weeks after the surgery. She watched it and it was changed from normal. She eventually began taking laxatives. After the patient returned from the hospital due to her illness, she had a very high fever. The patient had an abnormal scan of her abdomen and the doctor got her into gastroenterology (gi). At this time, it had been 9 days since she had a bowel movement. She was put on a serious laxative campaign so a colonoscopy could be done. The blockage was gone so it was determined that it must have been bowel impaction. The patient felt it was cause by her device. She thought it was set on the wrong program and it could have been avoided if adjustments were made. The patient had everything removed about 2 weeks prior to this report. The patient was sure the incontinence would get worse. She was not told the cause of the ¿utd¿ and she was suffering from constipation at the time of report.

Event description:
Additional information from the consumer reported that in her opinion, it was not set right. She believed that the connection to the rectum was too high. To resolve the urinary tract infection (uti), antibiotics were administered intravenously while the patient was in the hospital and the orally when she got home. Bowel obstruction was resolved by taking the following for 5 days: milk of magnesium, mylanta and a prescription of senna. She also took the usual before a colonoscopy. The uti was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient was trained on the device for only 2 minutes after she came out of surgery. The patient became more and more constipated on (B)(6) 2015 despite the device helping with urinary incontinence. The patient reportedly was not peeing as much because the constipation was blocking her bladder. On (B)(6) 2015, the patient went to the hospital extremely ill. It was noted the patient had a urinary tract infection (uti). A cat scan of the patient's belly showed extreme blockage high in the intestines. The patient reportedly was put on so much medicine. The blockage did pass slowly and the patient turned stimulation off and had a colonoscopy. At the time of the call, the device was turned off and the bowels were much more active now. The device was going to be removed due to poor information, constipation, colon issues, and pre-existing back issues requiring mris. Additional information has been requested regarding cause, actions, and outcome; it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.